Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc determined there was the possibility this phenomenon was attributed to the main board failure of the subject device. It could not be identified the cause of the failures of the main board. However, it might have occurred due to aging deterioration with passing more than 13 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was indicated ¿00¿ for the actual flow rate indicator and the volume indicator of the subject device, but only indicated the abdominal pressure indicator, at the preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. No value was displayed on the abdominal pressure indicator and the actual flow rate indicator of the subject device. It was found the printed circuit board failure of the subject device which caused these phenomena. But there was no burn marks or component broken on this printed circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.